Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during radiofrequency ablation (rfa) of a hepatocellular carcinoma performed on (B)(6) 2012. According to the complainant, the tines could not be deployed during preparation; therefore, the procedure was completed with another leveen needle electrode. No visible damage to the device was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during radiofrequency ablation (rfa) of a hepatocellular carcinoma performed on (B)(6) 2012. According to the complainant, the tines could not be deployed during preparation; therefore, the procedure was completed with another leveen needle electrode. No visible damage to the device was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - the reported event: tines would not extend. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the array extended and retracted as intended. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.